Manufacturer narrative:
G4: 21oct2020 b4: (B)(6) 2020 the front bezel was replaced by the customer to address the reported issue. The customer reported that there was a second unit with the same issue. However, although requested did not provide further information on that unit. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 22oct2020 b4: (B)(6) 2020 a front bezel was return for analysis. An investigation was performed to determine the cause of the liquid ingress due to variability of the assembly process. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of this report: 09 aug 2020.

Event description:
It was reported that the ventilators navigation ring did not work. There was no patient involvement.